Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Updated fields - b4, e1 (initial reporter name and email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - g2. A getinge field service engineer (fse) states, the equipment was cleaned internally and externally and left to run for more than 4 hours and was approved. The equipment was released for use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: g2 (report source).

Event description:
N/a.

Event description:
It was reported that getinge fse noticed, cs100 intra-aortic balloon pump (iabp) had shutdown by itself. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter name and email address provided in initial emdr is incorrect. The issue was found by getinge fse. The name and email of the getinge fse is unknown at the moment. Updated fields - b3, b4, b5, b6, b7, d5, d9, d10, e1, g2, g3, g6, h2, h3, h6 (health effect ¿impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1, (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was cleaned internally and externally and left to run for more than 4 hours and was approved. There was no injury reported.